Event description:
At about 2 years 3 months after the primary surgery, the patient has been revised because of instability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01-jul-2022. Lot 176145: (B)(4) items manufactured and released on 29-dec-2017. Expiration date: 2022-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review. Clinical evaluation performed by medical affairs director: 2 years after primary cemented tka, developmental instability makes revision advisable and a more constrained type of implant is chosen. Progressive ligament loosening is a possible form of disease progression. In this case, a collateral ligament was damaged, and therefore the existing prosthesis was no longer indicated. This revision is not caused by a defective implant.